Manufacturer narrative:
A pd evaluation was conducted. (B)(4). No product issue was identified in the complaint or noted upon examination of the returned plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for nine unknown screws. Catalog: four intact screws and two broken screws were returned. Implant date: reported unknown date and month in 2003. Explant date: all hardware was removed except for three broken screw fragments that were left in the patient. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014 there was a revision surgery due to a non-union was recognized with broken screws from the past surgery. During the revision surgery the plate was removed, four intact screws removed and two out of five broken screws were removed. Three broken screws were left in femur. New plate and screws were implanted in the patient. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4). This report is for an nine unknown screws.